Manufacturer narrative:
A doctor alleged that a veneer that had been placed with mojo veneer cement debonded after several weeks. The doctor stated that the patient was experiencing tmj disorder and bruxed the veneer off in her sleep. The doctor recemented the patient's veneer with the same product and supplied a soft bite guard to the patient. No further complaints have been received regarding this incident. No product was returned and no lot number was identified; therefore no further investigation can take place.

Event description:
On (B)(6) 2011, a doctor reported that a patient's veneer that had been placed with mojo veneer cement debonded.